Manufacturer narrative:
Serial numbers: (B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve the reported events, the battery was replaced.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced a battery problem. 1 event was reported for short battery life during patient use, and 1 event was reported for a battery failure alarm during a case. These reports were received from various sources. Of the 2 events, 2 did involve a patient. There was no patient information available.